Event description:
Patient reported right side "capsular contracture baker grade unknown and rupture" confirmed via MRI. Patient undergone capsulectomy. The device has been explanted and discarded.

Manufacturer narrative:
Initial emdr was submitted due to the reported events of rupture and capsular contracture. This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-0011549. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.